Event description:
Initial report: this spontaneous case was reported by a physician to our local affiliate. This case has been appropriately upgraded to serious. This case involves a female pt who was treated with poly-l-lactic acid (therapy dates and indication was not reported). Relevant medical history and concomitant medications were not reported. On an unspecified date, the pt developed "lumps" under the eye area. The physician is "puzzled" as he stated that he was "careful not to administer near the eye area". The rptr stated that he finds poly-l-lactic acid "quite unpredictable" and does not feel comfortable using it". The rptr added that he "does not see that with other fillers" and he "unfortunately will be moving away from poly-l-lactic acid in the future". The rptr stated he has treated approx 50 pts with poly-l-lactic acid and another one of his pt developed lumps. A pharmaceutical technical complaint has been initiated.

Manufacturer narrative:
Important medical event.